Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements during shock delivery. It was also noted that the first three shocks that were delivered by another manufacturer's device did not convert the patient's arrythmia. The patient had a recent device change out with another manufacturer's device. The patient was referred to another physician. At this time all available evidence suggests that the rv lead and device remain in service. No adverse patient effects were reported.